Event description:
It is reported that the pt was revised due to fracture of the hip stem.

Manufacturer narrative:
Eval summary: the x-ray provided shows two views of the implants in-situ. The stem appears fractured where it enters the taper body. The components are not displaced. The two cerclage wires are visible and are positioned near the distal end of the body. The stem has fractured at the distal end of the body and its proximal fragment remains within the body. The distal portion of the stem shows only minimal signs of bone on-growth. The package insert and/or surgical technique contain statements warning that device fractures may occur where excessive pt weight, excessive pt activity, and/or lack of proximal support are involved. In this case, lack of proximal support may have contributed to the stem fracture. An exact cause of fracture cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.